Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured january 16, 2014 to january 20, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted a solid, black particle, approximately 0.30 mm in size, floating in the fluid of the reservoir. Fourier transform infrared (ftir) spectroscopy identified the particle to be of calcium carbonate and phenylene sulfide material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a half day infusor had a black spot inside of its bladder. The reporter stated that this spot ¿cannot be removed.¿ this was noted before patient use. There was no patient involvement. No additional information is available.